Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering actuated the device resulting in the proper clip closure; the next few actuations resulted in the dry firing. The unit was disassembled and clips remained in the unit that would not load. The root cause of the experience remains unknown; however, the dry firing experienced during evaluation is due to the fluid used during decontamination. All clip appliers undergo 100% visual and functional inspection during manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap. Chole- "the closure of the gall bladder vessels with the first two clips could be placed as usual by well experienced dr. (B)(6). The attempt to place the third clip has not been possible because the closure mechanism of the ca090 doesn't work and the clip could not be placed. They used a second ca090 (pl. Look separate cer lot 1219647) which shown the same disfunction. They finished the ligation of a. Cystica and d. Cysticus with an existing reusable challenger clipper." Patient status: ok.